Event description:
It was reported that the patient's implantable neurostimulator displayed an end of service/end of life (eos/eol) message. It was suggested that the device's battery depletion was premature. It was not possible to perform impedance testing on the device due to the device having reached the eos. The device was set at 4 volts. The physician was to inform the patient of the available options. No patient symptoms or outcome were provided. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).